Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic/ lower pelvic region') and genital haemorrhage ('abnormal bleeding (excessive)') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, painful intercourse, lower abdominal tenderness and bloating. Concomitant products included lorazepam (ativan), paracetamol (tylenol) and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced fallopian tube disorder ("other injuries or complication please describe: dilated left fallopian tube."), 3 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and complication of device insertion ("complication during insertion-coil was misplaced"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - left salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the fallopian tube disorder and complication of device insertion outcome was unknown. The reporter considered abdominal pain, complication of device insertion, fallopian tube disorder, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for chronic/pelvic pain, abdominal pain,other injuries/symptoms. Were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes information received: coil was misplaced, supernumerary tube on one side and had that. Placed again. Essure confirmation test(s) conducted, specify yes. (As per pfs). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Essure stop date updated. Product information details updated. Other relevant history updated. Outcome of events pelvic pain, abdominal pain were changed from "unknown" to "recovered/resolved". Events: vaginal haemorrhage, menorrhagia other injuries or complication please describe: dilated left fallopian tube. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery ((hysterectomy full) on (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for chronic/pelvic pain, abdominal pain,other injuries/symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Injury nos replaced with new event pelvic pain. New events abdominal pain were added. Reporter¿s information was added. Patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.